Event description:
The account generated false reactive architect toxo igg on a patient sample that repeated nonreactive. Patient 1: (B)(6), generated architect toxo igg reactive of 109.4 iu/ml but repeated nonreactive, 0.0 and 0.0 iu/ml. Additionally, patient 1 tested architect toxo igm negative. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Several errors involving the sample pipettor were noted, the customer was directed to replace the probe to resolve the issue. Probe metrics showed no non-statistical or adverse trend was identified. Part evaluation did not identify any issues requiring further investigation. Current labeling provides troubleshooting assistance for erratic assay results and indicates that a dirty or damaged probe may be the cause. Based on the available information, a deficiency of the system was not identified. There is insufficient evidence to suggest that a malfunction of the system occurred. The issue was determined to be due to a dirty or damaged probe which is recognized as a cause of erratic results. The issue was resolved by replacing the probe.